Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Information contained in this report was previously submitted through asr on (B)(6) 2012. Reason for reoperation: deflation. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: no openings observed in the device. Additional observations: white particles observed in the device and in the fill channel. The device is intact and functional.